Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ht70 ventilator¿s single board computer (sbc) was returned to medtronic failure analysis laboratory and the customer¿s reported condition of a frozen screen was duplicated. The root cause of the observed condition was determined to be due to a malfunction of the processor chip on the sbc printed circuit board. A software upgrade resolved the reported condition.

Manufacturer narrative:
The customer report of a screen freeze was duplicated. The sbc board was placed into a test unit and failed power on self test (post). The six image splash screen was observed during post. The issue can be cleared by power cycling 100 power cycles. This issue is a known issued caused by the processor chip u700 malfunctioning. The sbc board was inspected and processer u700 (nw266) is used on this board. It was noted that sbc pcba's with u700- part number nw266 were found to have the issue. A software fix has been implemented to resolve the failure.

Event description:
It was reported that the ht70 ventilator screen was frozen. There was no patient involvement at the time of the reported condition. The technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended that the ventilator be sent to medtronic¿s factory service center for evaluation and repairs.

Event description:
It was reported that the ht70 ventilator screen was frozen. There was no patient involvement at the time of the reported condition. The technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended that the ventilator be sent to medtronic¿s factory service center for evaluation and repairs.